Event description:
Crushed by horse on (B)(6) 2012. Treated at (B)(6), (B)(6) 2012. Chest wall stabilization surgery on (B)(6) 2012 to repair (l) posterior broken ribs. Ribs 3-8 repaired with synthes titanium plates and screws (approx 8 plates, 30 screws). Rib 2 not repaired. L clavicle not repaired. Complaint of severe l scapula pain and tightening in chest since surgery. CT shows plates 3-5 shortened or buckled causing scapular winging and severe debilitating pain when using l arm. L clavicle has severe overlap due to plates shortening/buckling. Rom is limited significantly. L rhomboid muscle is emaciated and does not work since surgery. Scapula grinds across plates or screws with arm movement causing debilitating pain. Chest wall and lung field are shortened and rotated forward causing l hip and si joint issues due to asymmetrical outcome of plating system. Lung field is diminished causing shortness of breath with minimal exertion. Adverse outcome of use of synthes titanium plates and screws to repair chest wall to be symmetrical with the r chest wall.